Manufacturer narrative:
Method: device history record review. Results: a review of the device history record was performed and nothing was found in the manufacturing, packaging or sterilization processes of this lens that was the root cause of the complaint. Conclusions: based on the complaint history, work order search, device history record review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon removed a 13.2mm micl13.2 implantable collamer lens from the vial and was inspecting the lens, to prepare for loading. The surgeon noted a small notch missing from the lens. He decided not to use the lens, the lens was not loaded and there was no patient contact or injury. The reporter indicated the surgeon felt the lens was defective. The backup lens was implanted with no problem.

Manufacturer narrative:
Work order search. A lens work order search was performed and no similar complaints were found within the work order. (No conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. Lens not returned.

Manufacturer narrative:
Evaluation: results - visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid. (B)(4).